Event description:
Patient reported receiving an e8 (power interrupt) error message on the infusion device. Patient stated she could not confirm the error. Patient reported all of the buttons on the infusion device are non- functional. Patient stated there are no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result main findings: e8 were found in the history. The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated down button and it is not possible to confirm the e8 (power interrupt) error messages. Consumables n/a the problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.